Manufacturer narrative:
Concomitant medical products: product ID: 3093-33. Lot#: va0t6vq, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 27-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had the neurostimulator explanted, but a lead fragment was left behind. No other event details were provided. No patient symptoms were reported. Additional information was received from the healthcare provider (hcp). The hcp stated that the event occur on (B)(6) 2021. The hcp stated that the contributing factors was that there was significant scar tissue which was worsened by a sledding accident. This was explained to the patient who understood. No further complications were reported.